Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not convert to hybrid mode after several attempts to reinsert the rescue portion into the hospital cart. The cardiosave was replaced with another unit and the original one brought to the biomed. No patient harm, serious injury or adverse event was

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to reproduce the issue. He found the cable was pulled upward, cracking the fiber optic cable and assembly and a broken connector and replaced them. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not convert to hybrid mode after several attempts to reinsert the rescue portion into the hospital cart. The cardiosave was replaced with another unit and the original one brought to the biomed. No patient harm, serious injury or adverse event was